Manufacturer narrative:
A field service engineer (fse) replaced the rinse arm due to the broken spring clip holder. The probes and tubes were refitted, a mechanical check was done, as well as rinse levels, and the vacuum was checked. Qc was run and passed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The crep gen.2 reagent lot number is 864018, and the expiration date is 31-dec-2025. Upon inspecting the instrument, it was discovered that the clip and plastic were gone from the tubing on the cell rinse. The investigation is ongoing.

Event description:
There was an allegation of questionable crep gen.2 results from the cobas 8000 c702 module. Sample 1's initial result was 203 umol/l, and the repeat result was 99 umol/l. Sample 2's initial result was 374 umol/l, and the repeat result was 77 umol/l. The questionable results were not released from the laboratory, as they were discovered by the lab clinician.